Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 375cc gel breast prosthesis ruptured during a scheduled breast augmentation revision procedure. The surgeon noted that the device was not completely filled. As a result, the surgery was completed with a different device, a mentor memorygel breast implant 400cc gel breast prosthesis. There was no reported patient consequence.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 375cc gel breast prosthesis ruptured during a scheduled breast augmentation revision procedure. The surgeon noted that the device was not completely filled. As a result, the surgery was completed with a different device, a mentor memorygel breast implant 400cc gel breast prosthesis. There was no reported patient consequence.

Manufacturer narrative:
On 24-feb-2022, the mentor failure analysis lab received the device for evaluation. On 06-mar-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a rupture was found in the breast implant during surgery. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view, measuring approximately 9.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).